Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt wires) has been confirmed. Upon investigation the electrode belt failed the ECG fall-off test. The cause for the failure was due to a broken lead 1- wire and an open lead 2- wire in the ECG "c" and "d" cable. The root cause for the broken wires was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a german patient's electrode belt was damaged and had exposed wires.